Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly/corrosion.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that a confirmed motor stall was noted in the pump event logs with no motor stall recovery. The pump logs show a motor stall on 8/31 and stopped pump period may exceed tube set message on 9/2. The patient did not have an MRI on 8/31. The patient had not noted any problems with therapy and did not hear any alarms from the pump. The pump contained morphine.

Event description:
Additional information later received reported that the pump was replaced. Patient believed that the "pump emptied faster than estimated alarm date"; pump was stalled upon arrival as reported previously. Battery depletion was noted. Morphine 25mg/ml was infused at a daily dose of 9.261mg. No rotor or catheter dye studies were done. Patient sustained no injury and following replacement recovered without sequel.

Manufacturer narrative:
Catheter: model #: 8709, lot #: n126192002, implanted: (B)(6) 2007, explanted: unknown. Catheter: model #: 8596sc, lot #: n120852013, implanted: (B)(6) 2007, explanted: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.